Event description:
It was reported that the fixed fluid of the foley catheter was removed. The length of time it was in place was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the fixed fluid of the foley catheter was removed. The length of time it was in place was unknown. Per notification from ucc on 16dec2025, it was reported that asymmetrical balloon was found during sample evaluation on 11nov2025.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngjx4587. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with using in-house syringe. The catheter was inflated with no difficulty, and no leaks were present. However, asymmetrical balloon was observed with balloon concentricity 100/0. The balloon was deflated within 01 min 06 sec. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.